Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, a search for similar complaints, and a review of labeling. Return material was not available. Customer support advised the customer to replace the reagent probe during troubleshooting which resolved the issue. Tracking and trending did not identify an adverse trend for the probe on the architect c16000 analyzer. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed discrepant results while using the architect c16000 analyzer. The customer provided the following data: (B)(6) ((B)(6) 2015): sodium: initial 173.84 mmol/l, retest 139.60, retested on another analyzer: 139.36. Chloride: initial 124, retest 99.14, retested on another analyzer: 98.11. (B)(6) ((B)(6) 2015): sodium: initial 156.43 mmol/l, retest 92.20, retested on another analyzer: 128.88. Chloride: initial 115.35, retest 131.02, retested on another analyzer: 91.63. (B)(6) ((B)(6) 2015): lithium: initial 1.085 mmol/l, retest 0.536. (B)(6) ((B)(6) 2015): lithium: initial 1.819, retests 0.365, 0.360. There was no adverse impact to patient management reported.